Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (connector is bent) has been confirmed. Upon evaluation, the power brick connector was bent and would not stay connected to the charger. The cause for the damaged connector cannot be positively determined, but was likely a result of excessive force. No adverse event resulted from the defective power brick connector. The patient received a replacement battery charger/modem.

Event description:
The brother of a (B)(6) male patient contacted zoll customer support to report that the battery charger's connector pins are bent and they are unable to plug the connector into the charger. The patient was issued a replacement battery charger/modem.